Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: background: patients distractor body became dislodged from footplates/fell out - when in clinic the distractor arms seemed stuck and were not able to expand. Patient status/ outcome / consequences -unknown. If any new information will be made available, the additional information will be submitted through cst. Concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. Investigation flow: functional/device interaction. Visual inspection: the transpal distract body 20-36 (p/n: 04.509.006, lot number: 2l79705) was received at us cq. Visual inspection of the complaint device showed some foreign material but no damage or defects. Functional test: a functional assessment was performed on the complaint device. The arms were unable to turn by hand. They were able to turn when using pliers and extreme force. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to inaccessibility of internal components. Document/specification review: se_158506 rev d (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the arms are jammed and hard to open, thus preventing the complaint device from distracting. All components were accounted for and assembled. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: device history lot: part: 04.509.006; lot: 2l79705; manufacturing site: mezzovico; release to warehouse date: 10.december 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date patients distractor body became dislodged from footplates/fell out. Patient had to attend clinic to have another distractor body fitted. When patient was in the clinic the distractor arms seemed stuck and were not able to expand. No further information provided. This report is for one (1) transpalatal distractor body 20-36mm. This is report 1 of 1 for complaint (B)(4).